Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the display turned orange, the device shut down and alarmed a while in use. No patient harm reported.

Manufacturer narrative:
Per the nurse manager, the patient was a (B)(6) year old male who was very ill. It was confirmed the patient¿s condition was unchanged due to the device malfunction. No further information was provided.